Event description:
It was reported that the subject device was not working, it needed to be reboot and reboot. The issue occurred during maintenance. There was no report of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Based on historical data, reasonably known information suggests probable causes such as material issues: deterioration. Mechanical problems: stress, deformation, wear, corrosion. Electrical problems: open circuits, short circuits, signal loss, component problems. Other problems; influence of peripheral equipment. These can be caused by no design or manufacturing problems and can occur between components such as boards, power supplies, power cords, fuses, connectors, power switches, etc. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
There was no additional information received from customer.